Event description:
Unstageable pressure ulcer to forehead discovered following use of max-fast forehead sensor. The sensor has two small raised probes, and is affixed above the eye to the forehead with the adhesive backed sensor pads. It can be reused four times on each pt and is held in place with a headband. The company's literature states: check the forehead sensor site every 12 hours for skin integrity and sensor adhesion. Move the max-fast forehead sensor to a new area as necessary. When the nellcor rep was contacted on the phone about this issue, they stated, "I wouldn't recommend using this over four hours."